Manufacturer narrative:
The reported event was confirmed. Visual evaluation of the sample noted one opened (without original packaging) meter bag with kinked drainage tubing above the meter. The kink appears to lower the inner diameter to less than half. Although the reported event was confirmed, the root cause could not be determined. A potential root cause for this failure could be incorrect assembly operation/ components placement / accessories. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the urine collection ifus are found to be adequate based on past reviews.

Event description:
It was reported that there was a bend in the tubing of the drain bag. The complainant noted that the bend in the tubing did not cause any occlusion.